Manufacturer narrative:
No medwatch form was received.

Event description:
Low impedance was reported due to a lead dislodgement. Patient complained of severe chest pain. Patient was evaluated for pericarditis from lead perforation. An echocardiogram showed a trace amount of pericardial fluid. Elevated thresholds and loss of capture were observed. The lead was repositioned.